Event description:
A customer reported her precision xtra blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. As a result, the customer reported she was unable to test and took insulin. The customer reportedly experienced thirst, blurred vision, and faintness on (B) (6) 2010, and then on (B) (6) 2010, she experienced blurred vision and felt "off balance". The customer reportedly lost consciousness. It was additionally reported that on (B) (6) 2010, the customer went to a hospital where she was admitted, diagnosed with hyperglycemia and treated with insulin and intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed.